Manufacturer narrative:
Covidien cts reference# (B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.

Event description:
Customer reported during pre-test, it was noticed the device was split. Customer confirmed no patient harm.

Manufacturer narrative:
An investigation was conducted on one sample of a shiley neonatal tracheostomy tube received for evaluation. The received components included one cannula and one size 3.5 neo obturator. A visual inspection was performed, and it was observed that the cannula exhibited a fissure in the connector measuring 0.3715 inches. Based in the complaint tracking system (cts), the provided pictures, the received sample, and the manufacturing controls, the following facts were concluded: the pictures showed damage between the connector and the flange. The reported failure mode can be reproduced but not replicated under a change of parameters. This mark is considered as an isolated condition. However, the operator work instructions are not called to check for flow marks, and there is no visual aid in the instructions to show the defect. A quality alert was posted in the molding station to check for this kind of damage in the flange. The operator work instructions was updated in order to clarify that the reported condition is considered as defect, and the parts shall be sent to scrap. The failure mode damaged component was confirmed. (B)(4).